Event description:
It was reported the patient was having a head MRI due to periods of uncontrolled twitching and periods of confusion. The device manufacturer¿s representative (rep) did not think these symptoms were related to the spinal cord stimulation (scs) system. The patient was admitted to the hospital, but it was unknown when. It was unknown when the symptoms started. There was no product issue reported. Follow-up reported that the health care provider (hcp) was no longer working at that location. Additional information stated the patient¿s hospitalization and symptoms were unrelated to the scs. The patient did not have an MRI. There was no outcome reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.